Manufacturer narrative:
The lead was received (B)(6) 2014. The lead was explanted due to a sepsis. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not lead related.

Event description:
Ous MDR - on (B)(6) the patient was found to have developed sepsis. The system was explanted on (B)(6). Should additional information become available, this event will be updated.

Manufacturer narrative:
A sepsis was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the sepsis was not device related.